Event description:
During implantation the surgeon observed a fissure from the haptic connection into the optic. In order to remove the iol, the tunnel incision had to be enlarged but no other problems were experienced.